Manufacturer narrative:
D10: concomitants: 019728 cs-10cc - intersep calcium sulfate.

Event description:
It was reported that a 73 yo male patient, initial left shoulder implanted in (B)(6) 2024, underwent a hemi to reverse revision in (B)(6) 2024, approximately 9 months post the (B)(6) 2024 event. The surgeon removed the head, replicator plate and torque screw. The original stem was still well fixed. The surgeon then proceeded to reimplant reverse hardware with a posterior/superior baseplate, 46 expanded head, 0mm liner and a 5mm tray. The patient underwent the first revision to a reverse in (B)(6) 2023 and became infected and was revised to a hemi with antibiotics in (B)(6) 2023. Only the stem from the index procedure was obtained. The patient was then revised again to a reverse with all new hardware except for the retained stem in (B)(6) 2023. There were no surgical delays or device breakages during the event. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. The hospital kept them. No device images were provided. No further information. The revision to a hemi with antibiotics in (B)(6) 2023 reported under MDR# 1038671-2024-05067.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. G6: the report type was incorrectly selected as a 5-day report in the initial submission. This has been corrected to a 30-day report to align with the reporting requirements in cfr 803.10.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-05067.